Event description:
According to the available information the static anchor broke away from the suture after insertion into the patients left obturator membrane. The patient had a second sling implanted quickly after this altis break. It was noted the pressure was used when it was rotated into the obturator, causing resistance on the mesh that caused the anchor to break off the suture.

Manufacturer narrative:
An altis sling and two introducers were received for evaluation. Examination of the sling revealed the static anchor detached from the mesh and not received. Microscopic examination of the static suture where the static anchor had detached revealed rough and irregular surfaces, indicating stress may have been exerted. The dynamic suture was still attached to the mesh as received, along with the dynamic anchor & tensioner. Blood residue was noted on the mesh. No abnormalities were noted with either introducer. The information received indicated the static anchor detached during implant. Quality confirmed the detached static anchor. As the detachment end of the static suture was rough and irregular, this indicated that excess stress was most likely exerted to result in the separation noted. As the static anchor was not received, and the detachment end of the static suture indicated that most likely excess stress had been exerted, it was concluded that the static anchor detachment may have occurred during the tensioning part of the procedure. Additional information also noted that the physician had pressure with his left index fingers when rotating into the obturator membrane, causing resistance on the mesh which may have contributed to the anchor breaking off from the suture. A review of the device history record by the contract manufacturer confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information the static anchor broke away from the suture after insertion into the patients left obturator membrane. The patient had a second sling implanted quickly after this altis break. It was noted the pressure was used when it was rotated into the obturator, causing resistance on the mesh that caused the anchor to break off the suture.